Manufacturer narrative:
The insulin pump had a frozen screen and a constant tone due to a corroded liquid crystal display circuit board. The functional testing could not be performed due to the frozen screen. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump had a constant tone. This stops when the customer removed the battery, but would continue after an hour or so. The blood glucose reading was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.